Event description:
It was reported that oversensing of premature ventricular contractions resulting in inhibition of pacing was observed. Patient was asymptomatic. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.